Event description:
A customer reported an issue with the speaker and vibrate function of their insulin pump, as the speaker was not audible even after adjusting the alert sound settings to high. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to perform several checks and ultimately decided to replace the pump. The customer was advised on how to store the current pump and return it using a pre-paid label within ten days, and a replacement pump was sent to them.